Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the motion batteries were replaced as a precaution. The imaging system then passed the system checkout and was found to be fully functional. The motion batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the motion battery on the imaging system was not functioning as designed. There was no patient present when this issue was identified. No additional information was provided.